Event description:
The zeta was used to direct-stent a vein graft to the obtuse marginal artery. After deployment above rbp at 20 atm (contrary to IFU), a vessel perforation was observed at the stented site. Full cardiopulmonary resuscitative measures were performed, and additional covered stents were implanted. Cardiac surgeons opened the patient's chest on the cath lab table, but active bleeding from the artery could not be stopped with medical or surgical intervention, and the patient died in the cath lab.